Manufacturer narrative:
Follow-up # 1 - 12/23/2014 device evaluation: the lay user/patients test strips have been returned on 12/17/2014 and further evaluated by lifescan product analysis on 12/18/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed, however secondary issues were noted ; the test strips were found to have shelf life exceeded and the vial was found to have overprint illegible. The retain test strips failed the performance testing with blood and were found to be biased high at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging multiple inaccurate high issues with his onetouch vita enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the issue with the subject meter started on (B)(6) 2014, at 3:53 pm, when he obtained an alleged inaccurate high blood glucose result, compared to feelings/normal results, of ¿410 mg/dl¿. The patient manages his diabetes with insulin pump therapy. As a result of the reading he obtained, he reported administering 8 units of insulin at 3:58pm on (B)(6) 2014. At 6:30pm on (B)(6) 2014, he reported experiencing symptoms of ¿perspiration¿ and ¿blurred speech¿. He reported testing his blood glucose again with the subject meter and obtained results of ¿174 mg/dl¿ at 6:43pm and ¿165 mg/dl¿ at 6:45pm. He also reported checking his blood glucose levels with his friend¿s meter (bg star) at 6:47pm, and obtained an alleged result of ¿41 mg/dl¿. Based on statistical methodology, the reported difference between these results exceeds lfs¿ accuracy criteria. The patient reported that he ¿immediately drank coca cola and some biscuits¿. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and he was using an approved sample site and following the correct testing steps. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.